Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed. All symmetry measurements were within the manufacturing tolerance. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device "trend" was not holding. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3 event date unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "trend" was not holding. There was patient involvement and no adverse event reported.